Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during a priming attempt and had a protruding drive support cap. The customer stated that insulin was squirting out during the manual prime process. He stated that insulin continued to drip after the motor stopped during the manual prime. The customer's blood glucose was 200 mg/dl. He stated that he was unable to exit the preparing to prime loop and was stuck in the rewind complete/bolus delivery loop. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. He stated that the device had not been dropped or bumped prior to the alarm occurring. He was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The compromised force sensor system alarm occurred during a basic occlusion test due to the protruded/loose drive support disk. The unit was also received with a minor scratched display window, broken battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.